Event description:
A customer in poland reported the generation of erroneously low creatinine, sodium, aspartate aminotransferase and glucose animal results on their au480 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics for review.

Manufacturer narrative:
Erroneous animal results are not considered as erroneous patient results. The alleged deficiency does not have the potential to contribute to death or injury or medical deterioration of health for either a patient, an operator or any other person if the alleged deficiency (same set of circumstances) were to recur. Beckman coulter would like to clarify that the issue was determined to not be a reportable event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a bent sample probe and defective mix bars. The fse replaced the sample probe and mix bars to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in poland reported the generation of erroneously low patient results for creatinine, sodium, aspartate aminotransferase and glucose on their au480 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.